Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttonsl) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response buttons would not activate when pressed. The root cause of the damaged response button cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.